Manufacturer narrative:
Information referenced contains information that was previously captured in regulatory report 3004209178-2018-27767. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable n eurostimulator (ins). Information was reported that that the patient feels the device is warm to the touch not just when it is being charged. The patient feels that this may not be due to recharging. The patient stated they have adequate relief from the therapy. An interrogation was done without reprogramming, and no impedances were out of range. The issues was reported to be resolved at the time of the report. The patient reported to the office personnel that he feels his symptoms are similar to those he felt when he had to take antibiotics for warmth at the ins site with a fever and chills after his implant. The no further complications were reported. No additional patient symptoms were reported. Additional information was reported that the cause has not been determined, but the patient has an appointment with their doctor. No actions have been taken and the issue has not been resolved yet. No further information was reported.